Event description:
My mother's oxygen concentrator stopped working but gave no indications or alarms that it was no longer working correctly. Her blood oxygen level fell significantly for several hours until we tried switching her to an oxygen bottle. We don't know how much damage the lack of oxygen did to her while the oxygen concentrator was faulty and gave no low oxygen warnings. Her oxygen when read with a pulse-oxygen meter on her index finger indicated a blood oxygen level of between 44-48 while using the oxygen concentrator and within 5 minutes of switching to the oxygen bottle her blood oxygen level indicated 84 with the same pulse-oxygen meter. FDA safety report ID# (B)(4).